Event description:
Boston scientific received information that this patient¿s right ventricular (rv) lead was oversensing atrial flutter waves, which resulted in pacing inhibition accompanied with periods of asystole of greater than two seconds. The patient was pacemaker dependent however they did not experience any syncope or symptoms. The patient¿s rv sensitivity was reprogrammed to 1.0 millivolts and they will continue to be monitored. The rv lead continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.